Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. This applies to two separate cgm sensors. Reportedly, for the first cgm the bg reading was 50 mg/dl, and the meter bg reading was 193 mg/dl. Reportedly, a second cgm bg reading was 163 mg/dl, and the meter bg reading was 140 mg/dl. Reportedly, for the second cgm the bg reading was 220 mg/dl, and the meter bg reading was 70 mg/dl. Reportedly, a second cgm bg reading was 60 mg/dl, and the meter bg reading was 135 mg/dl. Reportedly, a third cgm bg reading was 60 mg/dl, and the meter bg reading was 200 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.